Manufacturer narrative:
Upon further review, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The returned device was evaluated. The evaluation determined the ccd housing was loose, requiring tightening. Noise and distortion were observed due to a shortage in the cable. The coupler surface and lock were observed rusted and corroded.

Event description:
A user facility returned a device to olympus for repair, however, no information related to the reason for return and/or device problem was provided to olympus at the time the device was returned. There was no report of patient injury or harm associated with the device.